Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from italian to english: the dm blocks the flow and the infusion pump stops due to "increased resistance." Additional information received from the customer: was the device used in/on the patient when the problem occurred? Yes. Has the patient or user been harmed? If yes, please provide a brief explanation. No, the connector has been changed and the infusion has resumed. Please confirm the number of products affected. Some pieces belonging to the same batch (at least 4) but not all. The nursing staff told me that the same problem had also been found in the previous days with other pieces and was brought to my attention at the event on (B)(6) 2025. Could you confirm which specific drug was administered in this case and clarify whether chemotherapeutic agents were used? Chemotherapy.

Manufacturer narrative:
Additional information in section b. Investigation result: seven mz1000 samples were received for investigation; six of the samples were received in sealed packaging, and one was received in opened packaging all from lot 25025382. The customer reported that "the dm blocks the flow and the infusion pump stops due to ¿increased resistance¿.". A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and in all instances, no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25025382 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
Confirm when the fault has been identified during priming or infusion. If during the infusion, how long after the start of the infusion? At the beginning of the infusion and the problem occurred for several pieces of the same batch. Confirm infusion configuration: gravity or pump, infusion line height, point of entry into the patient, infusion rate and pressure, infusion line configuration (other extensions or accessories) etc. We use infusion pumps.